Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient¿s implantable neur ostimulator was removed, but the leads are still implanted. The hcp did not have any further information. MRI compatibility guidelines were requested. No further complications or symptoms were reported or anticipated. Additional information was received. It was reported the ins had been removed but the leads were still implanted. It was noted the ins was removed because it was not effective. It was unknown when the ins was explanted.